Event description:
It was reported to boston scientific that while using a hyrdrthermablator procedure set during an hta procedure, a fluid leak caused a minor burn. The physician finished the case and applied silvadene cream. The patient's condition was noted as "fine". Reportedly, it was a 1st degree burn or even possibly just blanching. The burn was small and located near the inner labia about 2 o'clock. The tenaculum stabilizer was used. The patient was treated with silvadene cream and a full recovery was expected.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.